Event description:
Customer states the unit will power on and the lid will release but once the lid is closed, it will not allow the customer to make any selections to operate. Customer states this unit has not been placed into service due to this issue. No injuries to the user have been reported.

Manufacturer narrative:
Statspin centrifuge reporting release of lid latch after power is on and the centrifuge starts to spin. No injuries reported.